Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose was 178 mg/dl at the time of admission to the hospital. The customer stated that she filled the reservoir, primed it, connected the insulin pump and then received 150 units of insulin. The customer subsequently went to the hospital. Troubleshooting was done. The customer was treated with dextrose. The customer later stated that the issue was caused by her own error. The customer had accidentally inserted an old reservoir into the insulin pump after filling a new reservoir. Thus the customer believed that the insulin in the reservoir was so low. Nothing further reported.